Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2019 with blood glucose of 20 mg/dl. Customer was found unconscious was not able to treat. Customer was treated with manual injection in the hospital. It was reported that the test results were normal in the hospital leading doctors to believe that the low blood glucose was caused by the insulin pump. Customer is alleging over delivery of insulin pump because there was spike in blood glucose value. Troubleshooting was performed and customer reported that insulin was dripping or squirting from the end of the set before connecting. Customer was not able to upload to carelink. Insulin pump is expected to return for failure analysis.